Event description:
An article from the japanese society of intensive care medicine was reviewed. The research article presents a case of a 10 month old female infant with a history of asplenia, single ventricle and atrioventricular valve regurgitation (avvr). A 17mm sjm mechanical heart valve was implanted in an avv (atrioventricular valve). Three month after the surgery, increasing blood velocity passing through the leaflet was detected by an echocardiography. It was detected that one leaflet became immobile under fluoroscopy. No other apparent symptom was observed. The thrombi adhered on the leaflet was considered as a cause of the issue. The patient was administered t-pa 0.03mg/kg/hr. And heparin 20u/kg/hr. And t-pa volume raised up to 0.1mg/kg/hr. On the 4th day of treatment. The leaflet motion improvement was confirmed on the 6th day of treatment. No additional information was available. The author and corresponding author of this article is hayashi, ken, md, kobe city medical center general hospital japan, 650-0047 hyogo, kobe, chuo ward, minatojima minamimachi, 2 chome-1-1 tel: (B)(6).

Manufacturer narrative:
An event of one leaflet on a mechanical valve leaflet becoming immobile, thought to be due to thrombus was reported through a research article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or additional patient information was received for analysis. Based on the available information, the root cause of the reported event of could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.